Event description:
The customer reported a ventilator that stop ventilating while on a pt with circuit occlusion and ext high ppeak alarms. There was no harm to the pt. The ventilator was switched out, and taken to service. All alarms were functional. Carefusion technical support recommended that the customer calibrate the unit, and field service was dispatched to assist with the issue.

Manufacturer narrative:
(B)(4). Field service evaluated the unit, and verified the high ppeak alarm, however there were no signs of significant drift in the transducers. Field service attempted to calibrate the inspiratory pressure transducer, but the transducer was not responding. The customer was advised that the parts required to address this issue were not available at this time. Carefusion will contact the customer when parts become available.